Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: a vyaire service technician was able to confirm the reported complaint. The root cause was determined to be a faulty transducer sensor. This is a known issue which may be referenced with CAPA-000000281 and (B)(4).

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer calibrated the unit and the exhalation differential press calibration failed. The customer ordered mainboard to fix the problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator occurred transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.